Event description:
Patient reported having battery issues with the pump, causing the pump to die. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.